Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the metal cap was detached. The glass cap exhibits mild devitrification at output window. The fiber can independently rotated within outer flow tubing. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The fiber was tested with hene laser fixture, aim beam is present at fiber output window; there is no breakage along the fiber. Cap wear and cap detachment are known inherent risk of device. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. Based on the metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that the laser fiber tip broke inside the patients bladder during the procedure. Surgeon retrieved the fiber tip with grasper. The procedure was completed utilizing another fiber. There were no patient complications and the patient was reported to be fine after the procedure.

Event description:
It was reported that the laser fiber tip broke inside the patient's bladder during the procedure. Surgeon retrieved the fiber tip with grasper. The procedure was completed utilizing another fiber. There were no patient complications and the patient was reported to be fine after the procedure.